Manufacturer narrative:
(B)(4). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: a beckman coulter field service engineer (fse) was dispatched to evaluate the customer's instrument. The fse inspected the instrument and cleaned the electrode and flow system. Calibration results did not pass. The fse checked reagents and tubing; no issues were identified. After replacing the calibration fluid, the sample needle was inspected and realigned. The instrument was recalibrated. All verification testing passed within instrument specifications. In conclusion, the reported event was likely caused by a hardware malfunction. The problem was confirmed. Beckman coulter has not implemented any initial corrective actions or preventive actions.

Event description:
The following event was reported: ion-selective electrodes (ise) results were erroneous. There was no report of death or serious injury.